Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times and attempted to be deployed 3 times due to under expansion of the valve from calcium on the non-coronary cusp (ncc). It was noted that there was no difficulty recapturing the valve. A pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 18-millimeter (mm) balloon. The valve and delivery catheter system (dcs) were withdrawn and replaced. Subsequently, a clot inside the dcs capsule was observed. A new valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {{n/a} product ID {l-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {{n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.